Event description:
A (B)(6) female pt contacted zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the trunk cable and the distribution node (dn) to rear therapy electrode (te) cable were pulled from the strain relief. The pulled cables resulted in a broken pulse wire solder joint in the dn. The cause for the adjusted belt or check belt messages was the damaged pulse wire solder joint. The root cause of the pulled cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt. The pt received a replacement electrode belt.